Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported lipids leaked from the filtered extension sets during priming and patient use. There was no specific patient event or date provided and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking extension set was neither confirmed nor replicated. The set was functioning effectively throughout investigational testing, and no leaking occurred. The root cause of the reported failure was not determined.